Event description:
Additional information received reported the patient's previous neurostimulator was replaced the previous may because there may have been something wrong with the battery, "something going haywire". It was noted the patient was not getting therapy out of it and she kept having more back pain and was getting injections enough that the doctor decided to replace the neurostimulator.

Event description:
Additional information received reported the patient experienced additional pain. She was taking pain medication to address her pain. She had not attempted to use stimulation to achieve pain relief. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was having difficulty communicating with her device. The patient had shoulder surgery and could not use her arm. Patient indicated that she'd like the system removed due to her stimulation not working properly and her difficulty in charging the device. The patient noted that she had lost a lot of weight for an unknown reason. Additional information has been requested, but was not available as of the date of this report.